Manufacturer narrative:
No product will be returned for evaluation.

Event description:
On 12/31/2009, pt reported, he had an accident on (B) (6) 2009 and was hospitalized due to hypoglycemia. Pt stated he did not know what his blood glucose was at the time of the incident, but according to his doctor, the 3 month average blood glucose was 6 mmol/l (108 mg/dl). Pt reported, he was advised to decrease his basal rate to 70% of his current basal rates for the next 3 weeks. Explained that the temporary basal rate (tbr) could not be programmed for that long. Walked through setting basal rate profile 2 to 70% of basal rate profile 1. Pt's calculated 70% basal rates resulted in 2 digits to the right of the decimal; advised pt to consult his doctor about how much to program his basal rate. Pt decided to round to 1 digit to the right of the decimal. Pt completed the programming of basal rate profile 2, cancelled his current tbr, switched his infusion device to basal rate profile 2 and placed the infusion device back in run mode. No product return was requested.